Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received, (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were found between 7.5 and 8.2cm from the distal tip, consistent with lead friction to another device and at 12.5-12.8cm from the connector pin, consistent with friction to the ICD can. Internal insulation abrasion was found at 35.1-36.0cm from the distal tip. The etfe coating was intact.

Event description:
This report is to advise of an event observed during analysis.